Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1bbyb, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-oct-2020, UDI#: (B)(4). Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that they fell and landed on the device. They then felt stimulation down their leg. They saw their healthcare professional and manufacture representative who determined the leads were damaged. The patient had the stimulator replaced.